Manufacturer narrative:
Evaluation: one needle and one syringe were returned for evaluation. No damage or anomalies were observed on the returned syringe. The returned needle was broken at the hub, approximately 10 mm from the distal end of the hub, at approximately a 45 degree angle. The reported complaint of "needle broke in two pieces at the hub" was confirmed through visual inspection. The returned needle was broken at the hub approximately 10 mm from the distal end of the hub and "grip" marks appeared on the hub right above the break point. Nothing was noted within the mfg process for the needle that would cause these marks. A DHR review was completed and no evidence was found to suggest a manufacturing-related cause. The potential cause cannot be determined.

Event description:
It was reported that while trying to advance the needle into the vessel, it broke into two pieces at the hub. There was no injury or reported complications to the patient as a result of this occurrence.